Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The device was removed from the patient, when a closure device was required to block the transeptal puncture. The final mr was grade 1. There were no clinically significant delays reported.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported unexpected medical intervention was due to procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.